Event description:
The customer states that one patient sample generated a sodium assay result of 112 mmol/l on the architect c8000 analyzer. The customer retested the sample on another c8000 analyzer in the lab and generated a result of 139 mmol/l. The customer then retested the sample on the initial c8000 analyzer and generated a result of 141 mmol/l. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance along with tinnitus. Two (2) integrity tests have been completed. The results of the first test on (B) (6), 2009 indicated no evidence of malfunction of the receiver/stimulator with multiple electrode array anomalies. A repeat integrity test on (B) (6) 2009 indicated abnormal output from the receiver/stimulator. Explant and reimplantation is planned, but had not taken place at the time of this report january 13, 2009.